Event description:
Customer reported problems with the vertical lift, keyboard, and recalling images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the keyboard, and cables going to the vertical lift up/down switches.